Manufacturer narrative:
Correction - h6 - investigation conclusion of "d15 - cause not established" should have been "67 - no problem detected"

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15657, 2017865-2021-15659. It was reported that during an implant procedure on (B)(6) 2021, three different left ventricular leads were noted to have extremely high and out of range pacing lead impedances. These were believed to be attributed to damage caused by the guide wires. A new lead was not implanted. The patient was stable throughout.